Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection that cardiosave intra-aortic balloon pump (iabp) has helium gas remaining indicator on the monitor showed red even though there was remaining gas. There was no patient involvement and therefore, no health damage was caused.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d7.a, h6(medical device ¿ problem code). The (fse) confirmed the reported failure and replaced the helium regulator (0103-00-0637). All functional and safety checks performed to meet factory specifications. There was no patient involved. No harm reported.

Event description:
N/a.